Manufacturer narrative:
Nine cadd cassette reservoirs 21-7302-24 and the samples were received for evaluation. The samples were visually inspected and found the slide clamp was activated. Device underwent functional testing by connecting to a cadd legacy plus pump to detect for delivery accuracy testing; no discrepencies were found. The reported customer complaint has not been confirmed, revealing no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Source report: (B)(6).

Event description:
Information was received indicating that more than the expected amount of medication was remaining in the smiths medical cadd medication cassette reservoir. It was reported that the cassette reservoir was filled with 100 ml of medical fluid with a reported delivery of "3.4 ml x 24h = 81.6 ml." Per reporter about 30 ml remained instead of the expected approximate 20 ml. It was reported that subsequently the cassette was switched to the part number that had been used previously and the accuracy returned to "almost normal." No adverse patient effects were reported.